Manufacturer narrative:
Additional information: d10, h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. An exterior inspection of the system revealed salt deposits on the mixer motor, tank, control console, and filter assembly. The system powered on without alarms. The control console powered on and was properly stepped through all rinse and dissolution modes. The console was connected to a test fixture and passed all tests. Internal inspection of the system found soot on components inside the control box, a char mark on the side of the control box near the fill valve, and charring on the pvc plumbing from the drain valve. Thermal damage was also identified on the fill valve and fill valve cable connector. When the fill valve cable connector was removed from the fill valve, thermal damage was found on the cable connector¿s ground pin and housing. The cover of the cable connector was removed, and the cable¿s wires were found to be properly seated. The exterior of the fill valve was cracked from thermal damage, and there was thermal damage at the valve¿s ground lug. Cutting the fill valve across the crack revealed that the circuit board also had thermal damage. Heat from the board caused the valve to crack. A new fill valve and fill valve cable were installed, and they actuated properly during fill operations. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to confirm the reported failure mode. The thermal damage was confirmed, and the failure was isolated to the fill valve.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported sparking at the wire harness connecting the control panel to the water inlet fill valve on a granuflo dissolution unit. It was reported that the wire harness shorted, began sparking, and triggered a small fire. The biomed was on the loading dock when they reported hearing what sounded "like a loud firework going off". The loading dock is reportedly just outside the room where the granuflo dissolution tank is located. The biomed went inside the room and observed arcing and intermittent sparking coming from the unit. The plastic on the wire harness (which connects from the control panel to the inlet fill valve) caught on fire. The biomed compared the fire to the size of a flame from a candle. The biomed reportedly killed the power source by unplugging the unit. The sparking stopped and the fire went out on its own. There was a minimal amount of smoke seen, and the smoke did not fill the room because the loading dock door was open. Per the biomed, the smoke detector did not sound and use of a fire extinguisher was not necessary. The biomed noted a burning smell and found discoloration on the pvc pipe thought to be the drain line. The plastic housing that was adjacent to the flame was burnt up and charred. In addition, the biomed identified blackening on the inside housing unit [sic]. The following day, a fresenius field service technician (fst) came onsite to evaluate the unit. The fst found the inlet fill valve to be burnt. The control panel reportedly showed no corrosion or damage, and the power plug and cord looked normal. The ground fault circuit interrupter outlet, which the biomed confirmed to be of hospital grade, also looked normal. The biomed reported that the outlet trips and resets properly. Outlet testing is performed annually and the biomed stated it was done just a few months prior; there were no deficiencies found with the outlet. At the time of follow-up, the biomed stated the outlet was being used for something else and no further problems had surfaced. Provided photographs of the unit showed thermal damage on the parts that were reportedly impacted. In addition, a video of the sparking was supplied by the biomed. The dissolution unit was being replaced and the biomed reported that the complaint device would be returned to the manufacturer for evaluation. There was no patient involvement associated with the reported event, and it was confirmed that there were no missed or interrupted treatments due to the event.